Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue, and the customer's blood glucose level did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue happens again, which they acknowledged and understood.